Event description:
A customer initially reported a low reading issue with the adc device and ordered a replacement device. Due to a delivery delay in the replacement, the customer was unable to monitor glucose and required unspecified treatment from his healthcare professional. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date of event is unknown. The date entered is per the customer's report of "a week ago [from case awareness date]." All pertinent information available to abbott diabetes care has been submitted.